Event description:
It was reported that the patient experience fatigue performing daily activities. The patient's pacemaker was found to exhibit an inappropriate rate response issue. Programming changes were recommended. No patient symptoms or intervention was reported.